Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00545. It was reported that the patient is not receiving effective therapy with their scs system. In turn, the patient underwent surgery wherein the scs system was explanted so the patient could have a spinal fusion surgery. The explant date is unknown at this time.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00545.